Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's connector was damaged and the multi-function cable could not be connected. Complainant indicated that there was no pt involvement in the reported malfunction.